Manufacturer narrative:
These codes were selected by the manufacturer based on information obtained from the user facility. The device has been received for analysis, however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was planned for use during a colonoscopy performed on (B)(6) 2009. According to the complainant, during preparation before the case, the tested the clip and the clip would not open. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.